Event description:
It was reported that there was at end of life and had possible premature battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that there was at end of life and had possible premature battery depletion. The device was explanted and replaced. It was further reported that a review of the device performance data indicated that the device entered eri (elective replacement indicator) due to increased battery depletion. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.